Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the device was damaged which resulted in inability to deploy the suture, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a premature ventricular contractions (pvc) ablation was performed via right femoral artery and was accessed with an 8 french pinnacle sheath to complete left sided ablation. After the case was complete, an 8 french angio-seal was opened and inserted. After the foot plates were set, the tech attempted to pull the device back to deploy the angio-seal when resistance was met. It was noted that the event was related to suture lock and the appropriate steps were taken to separate the suture. The angio-seal was safely deployed and with hemostasis intact. No injury was noted to the patient and was later discharged. The estimated blood loss was less than 250cc's. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention.